Event description:
Pt was implanted with a nail with spiral blade locking for a femoral fracture in 1999. Post operative x-rays showed the spiral blade had migrated. Re-operation in 1999 to remove the hardware and replace with a total hip replacement.